Event description:
Tourniquet was found inflated during case at 1200. No one pressed the inflate button. Tourniquet was on for 41 minutes before it was discovered by the physician. Tourniquet was placed on opposite IV pole, on the left side of operative table, away from the surgical pencil generator machine on the right side of operative table. Tourniquet was turned off for ten minutes and the left lower extremity was allowed to re-perfuse before the physician asked for the tourniquet to be inflated for the surgery. This is the second report for this manufacturer's device type.